Event description:
New information noted that the device was reprogrammed to resolve the event . Patient is stable and will continue to be monitored.

Event description:
During a remote follow up, an event of myopotential oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.